Event description:
The device overheated during testing by a manufacturer sales representative at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Additional information: manufacture date. Follow-up report submitted to document device evaluation results.

Event description:
The device overheated during testing by a manufacturer sales representative at the user facility. There were no adverse consequences related to this event.